Event description:
A healthcare professional alleged she was showing a patient how to use his/her bayer meter and lancing device. While doing so, she received an accidental needlestick from a used lancet. No other information was provided about the event. No product will be returned.

Manufacturer narrative:
Lancing devices and lancets are not serialized or assigned lot numbers , so it is not possible to determine a manufacture date. Lancets and devices are also not (B)(4).